Manufacturer narrative:
An event of heart failure decompensation and explant due to structural valve deterioration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2016, a 21mm sjm trifecta valve was implanted in a patient with a past medical history of hypertension and renal failure/insufficiency. On (B)(6) 2021, the patient presented to the hospital with chest pain, dyspnea, and fatigue symptoms. Chest x-ray was performed, which showed left ventricular hypertrophy. Echo was performed, which showed heart failure decompensation. The patient was immediately operated on and the trifecta valve was explanted due to structural valve deterioration (svd.) A new non-abbott device was implanted. No clinically significant delay was reported. The patient was hemodynamically stable throughout the procedure. Post-operatively, the patient was reported to be recovering.